Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Reportedly, the user believes there might be a hairline crack on the cartridge. The user's blood glucose (bg) level was 242 mg/dl. The user addressed bg level with a manual injection and would load a cartridge.